Manufacturer narrative:
At approx 12:45 pm on (B)(6) 2011, (B)(6), rec'd a notification on his cell phone of a glucocare application error that had occurred at 12:17 pm at (B)(6). Preliminary investigation of the error information sent in the notification revealed that the error was an assertion error in the logic of the (B)(6) protocol; the occurrence of such an error causes the display of an error screen to the nurse using the system. (B)(6) then connected to the (B)(6) system to further investigate the error condition and determine the pt involved prior to calling the unit. It was noticed that a pt in the (B)(6) had had a glucose reading of 69 mg/dl entered at 12:17 pm and was alerting the nurse to stop the insulin drip. (B)(6) phone the unit and asked for the nurse who was caring for the pt (B)(6). (B)(6) confirmed she had gotten an error, and that she had stopped the insulin drip but was unable to confirm the insulin drip change in the system due to the error. (B)(6) confirmed (B)(6) was managing the pt manually and asked if she had taken a subsequent glucose reading; (B)(6) confirmed she had obtained a reading of 96 mg/dl at 1 pm. (B)(6) informed (B)(6) that the protocol should be stopped and then restarted in the system using the mid-protocol start function with a current and prior glucose level. (B)(6) asked (B)(6) to obtain a current glucose reading. (B)(6) did so and reported that the blood glucose was not 115 mg/dl. (B)(6) performed a mid-protocol start at approx 1:30 pm and confirmed that the system appeared to be working properly. Further investigation of the root cause of the error over the next few hours revealed a bug related to stopping the protocol after a specific series of events, which would be evident in the pt's history. (B)(6) checked the history of the pt and confirmed that this had indeed occurred. (B)(6) also determined that the data corruption that had caused the error was still present and would cause the error to recur if the pt became hypoglycemic. It was also determined that the short-term fix to ensuring that the error did not recur with this pt was to delete the corrupt data in the database and restart the system. A test was successfully performed to validate the fix, after which the fix was performed on the production system at (B)(6) without incident. Both production systems (B)(6) are being regularly checked for any signs of data corruption until a definitive fix is installed. A system update is planned within 30 days of the occurrence of this error.

Event description:
An error occurred in the (B)(4) software after a pt became hypoglycemic. The software error caused an error notification to be displayed to the user, and prevented the user from continuing to manage the pt on the system. The user, following her training, continued managing the pt manually (off the system). At no time did the system issue an incorrect recommendation. The error condition was corrected by a company technician and the nurse was then able to continue managing the pt on the system. A CAPA was opened to fully analyze and correct the condition that led to the error. Although the fault was clearly evident to the user, this error occurred when the pt became hypoglycemic and the software was classified as a major level of concern on the 510(k). For this reason, it was decided that an MDR should be filed within 30 days.